Event description:
On (B)(6) 2018, he was brought to the operating room and underwent a sternotomy revision with heartware lvad implantation for destination therapy and a tricuspid valve repair (# 30 edwards) by dr (B)(6). He was brought to the cardiac surgery intensive care unit in stable condition. He was weaned from sensation and awoke neurologically intact. He was weaned from pressors and was extubated on (B)(6) 2018. Aspirin and coumadin were initiated, along with a heparin drip as a bridge to coumadin. On (B)(6), his ldh began trending up and he was having increasing pump power requirements, a pattern concerning for pump thrombus. Given the progression despite aggressive anticoagulation, he was brought back to the operating room on (B)(6) for a pump exchange due to a thrombus in the inflow cannula. He tolerated the procedure well and was taken to the csicu in stable condition. He was weaned from sedation and awoke neurologically intact. He was weaned from pressors and was extubated on (B)(4) 2018. Anticoagulation was restarted.